Event description:
It was reported that an image was missing. During a percutaneous coronary intervention (pci), an opticross 6 was used, but would not relay the appropriate to signal to run the catheters. It was noted that this was due to faulty cable on the polars system. No patient complications were reported in relation to this event. However, it was later reported that the procedure was cancelled; not completed.